Manufacturer narrative:
Product event summary the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Offsite analysis found the device battery to be severely depleted which caused a no-telemetry condition. When the device was powered with an external supply, the system cd was nominal throughout the analysis. The device was fully functional and no hybrid anomalies were found. The battery impedance measured 2.95 at 1 khz/1vac. A li-plating breach was found along the top edge of the anode separator enclosure in segment 2, adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had rapid battery depletion and unexpected longevity . The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.